Event description:
It was reported that the end of the intermittent catheter was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed- cause unknown. Visual: received one (1) surestep intermittent catheter tray in opened packaging. Visual inspection noted the catheter was bent. Therefore, the product does not meet specifications. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be operator error. The device history record review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the end of the intermittent catheter was bent. Per follow up information received via ibc on 06jun2024, the customer stated that this was not used on a patient. When defect was noticed another catheter tray was opened and this was not used. Per sample evaluation received on 04jul2024, have all packaging but lot number. No impact to the patient. Upon opening the package, nurse noticed kink or bend in the catheter and it was not used. No patient contact and not biohazard.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "material incompatibility". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter. Single use only. Do not resterilize. For urological use only. Intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the end of the intermittent catheter was bent. Per follow up information received via ibc on 06jun2024, the customer stated that this was not used on a patient. When defect was noticed another catheter tray was opened and this was not used.